Event description:
The customer reported avalon fm30 fetal monitor has broken off (torn from bracket). It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Distributor service engineer was dispatched to the customer's site to address the reported problem. The device evaluation was performed by the distributor service engineer on the actual device involved in this complaint. According to service notes, the distributor service engineer found that the avalon fm30 fetal monitor display holder had been ripped off (exact cause unknown) and that the casing was damaged. As a result, the distributor service engineer replaced the av-fm30 mechasy top cover housing and av fm20-50 small parts kit p&l. The device passed all functional testing and was returned to service. A search in salesforce found no further related calls. The exact cause for the reported problem remains unknown. The device remains in use at the customer's facility.